Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was the pt last charged their equipment probably a month ago because since they were implanted the ins was aggravating them.  The jiggling feeling (agent understood ins stimulation) would drive them nuts. The pts pain had to be so uncontrollable to make the ins worth being turned on. If the pts pain was controlled enough with medication they would not use the ins and if the medication did not take the edge off then they would turn stimulation on. Pt noted they never had that feeling for they would feel the jiggling all the time, the ins was worth it when working. The ins made their other system start and knock balance off (agent understood the stimulation would mess with their balance). The ins did work when compliant and their rep had tried to work with them.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.